Manufacturer narrative:
The gehc biomed replaced the flow sensor module.

Event description:
The hospital reported that, during the preoperative checkout, the unit was alarming for a ventilator failure. There was no report of patient involvement.